Event description:
It was reported that the patient presented in clinic for a routine follow up. The device was post-paced t-wave oversensing on the ventricular channel. The patient was asymptomatic. Programming changes were made and the issue was resolved.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.